Manufacturer narrative:
"Usefulness of final transection of the proximal pulmonary artery in robotic left upper lobectomy", interdisciplinary cardiovascular and thoracic surgery 2024, 38(5), ivae054, https://doi.org/10.1093/icvts/ivae054, advance access publication 27 april 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated patients who had undergone robotic lung resection between 2017 and 2022. Patients who had undergone bronchial transection followed by pulmonary artery transection were assigned to the bronchus prior transection group and those who underwent pulmonary artery transection followed by bronchial transection were in the pulmonary artery prior transection group. In the da vinci si system, an endo-gia or a competitor stapler was used for vascular and bronchial transection. In the da vinci xi system, a competitor stapler was used. Complications included intraoperative bleeding, tissue damage and air leak. Two patients experienced intraoperative bleeding with one requiring urgent conversion to open thoracotomy after the most proximal branch of the pulmonary artery root was injured when the artery was transected with a stapler. The pericardium was opened, and the left main pulmonary artery was clamped and sutured continuously. The total blood loss was 2460ml. The patient required transfusion and was discharged on postoperative day 11 without complications. In the second patient, arterial bleeding occurred, and the bleeding point was sutured without conversion to thoracotomy with 100ml blood loss. Chest drain duration and hospital stay was extended.